Manufacturer narrative:
The device was returned. The clip open while establishing final arm angle (efaa) could not be replicated in a testing environment; however, based on the reported information/photos and cine reviews, the investigation confirmed the reported clip slightly opened during efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the clip slightly opened during efaa. It is possible that the observed clip opening while efaa is the expected function of the device as it is stated in the instruction for use that the clip can slightly open during efaa; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted posterior prolapsed. The clip delivery system (cds) was advanced to the mitral valve; however, when establishing final arm angle/efaa, the clip slightly opened while locked. The clip was closed, and efaa was performed again, but the clip still opened while locked. Reportedly, the clip was suspected of opening while locked during prep. The cds was removed with the clip attached, and the procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.